Manufacturer narrative:
The faulty sensor, before this issue, never required maintenance and has not had any problems in the past. The analysis performed after the return of the device confirmed the reading value greater than >800mmhg. During inspection, has been found a visual damage on the sensor, hole in the pad sensor and a crack close to the pad. The cause of the broken pad was probably due to accidental damage by the user.

Event description:
During the case the pressure sensor read pressure values higher than 800 mmhg and as a consequence, the arterial pump stopped. The perfusionist used the hand crank until the pressure sensor was deactivated and the pump could be started. Handcranking lasted 2-3 minutes max. The case has been completed without any issue for the patient.

Manufacturer narrative:
Investigation ongoing in order to identify the root cause of the reported issue. Further details will be discussed in a follow-up report.

Event description:
During the case, the pressure sensor used for the stop and max pressure of the arterial pump stopped. The perfusionist used the hand crank until the pressure sensor was deactivated and the pump could be started. Hand cranking lasted 2-3 minutes max. No harm occurred for the patient.